Event description:
It was reported that the blade broke at the mount during use. No adverse consequences were reported.

Manufacturer narrative:
There were a total of three blades associated with this customer complaint:- two (2) x part no. 2108351000 and one (1) x part no. 4125127090. All three blades were returned for evaluation. Visual examination of the blades confirmed the following:- one tab was broken off each of the blades from part no. 2108351000; and both tabs were broken off blade from part no. 4125127090. Based on this info and other more recent confirmed complaints reporting similar events, the root cause of the breakage is determined to be multi-factorial.